Event description:
It was reported that the catheter guidewire retrieved was extremely soft with poor elasticity and resilience, failing to provide adequate support during catheter advancement and increasing placement difficulty. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the stylet not providing structural support was confirmed but the root cause could not be determined. The product returned for evaluation was one hydrophilic stiffening stylet w/ t-lock assembly. A gross visual inspection of the returned unit found that the distal weld tip of the stylet was present and intact. No unraveling of the outer coil was observed, indicating that the stylet had not fractured. A kink was observed on the stylet approximately 10 cm away from the distal weld tip, suggesting that the user had encountered resistance during insertion. Microscopic inspection of the kinked area did not identify any remarkable features. The stiffness of the stylet was compared against a similar non-complainant unit and no noticeable difference was observed between the two. The outer diameter of the stylet was measured and found to be within specification. Kinking of the stylet may cause difficulty in advancing the stylet during insertion, this resistance may have provided the perception that the stylet was "soft", as reported in the event description. However, there were no features observed which could indicate how the kink formed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.